Event description:
The manufacturer was notified that the patient died after thrombosis of the left coronary artery approximately 5 months post implant. Thrombus formation was observed on valve leaflets. According to the information provided by the hospital, the patient was not placed on anticoagulant therapy for the recommended 90 days post-implant.

Manufacturer narrative:
Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results: no definitive results at this time because the device is not available for analysis; however, it was reported that the anticoagulation therapy recommended in the IFU was not performed (result). Conclusion: no definitive conclusion can be drawn at this time as device was not available for analysis; however, the lack of anticoagulation therapy for 90-days post-implant, as stated in the IFU, may have contributed to the event.